Event description:
30 minutes after starting using their goodknight 418a nasal CPAP system, the patient woke up as a result of a strong smell. Smoke was coming out of the unit. The patient had to plug off the unit and take it out of the house. The company's investigation has shown that the transformer overheated and caused the plastic parts to melt. A short-circuit in the primary section of the transfer caused the current to increase, thus leading to the overheat. However, the current was not high enough to have the fuse opening quickly.